Manufacturer narrative:
A customer had scanned a patient while contacts were in and this caused the false or incorrect measurements. The customer did not follow the caution - "risk of of measuring errors" as stipulated in the iolmaster 700 instructions for use. Descriptions of changes: field g1-2: updated to "contact office". Field g7: updated to "follow-up #: 1". Field h2: updated to "device evaluation". Field h3: updated "yes" and "evaluation summary attached". Field h6: added health effect - impact code to "4635". Added component code "4755". Added. Type of investigation '10'. Updated investigation findings code to "213". Updated investigation conclusions code to "18" and "19". Field h10: added additional manufacturer narrative and descriptions of changes

Manufacturer narrative:
A carl zeiss meditec (czm) clinical application specialist (cas) requested the analysis page to review the quality of the scans. The cas reviewed the scans and found the pre-op scan had been captured with contact lenses in.

Event description:
A health care professional (hcp) reported that there had been an incorrect surgical result after using the iolmaster 700 for the biometry measurements and lens power calculations. The hcp reported that a lens exchange will be performed to correct the patient's vision.